Event description:
Additional information was received from the rep. It was reported that since (B)(6)patient has not been able to charge the ins to 100% and it would not charge up beyond 90%. At the time of appointment, the ins date was (B)(6) however the date actual date was (B)(6); the rep corrected date and time. The rep reported the following stats: 7/14 charged from 30-100% duration 52mn 7/15 charged from 20-100 duration 1.2hours 7/16 charged from 40-100 duration 51 min 7/17 charged from 50-90 duration 55 min 7/18 charged from 60-90 duration 30 min 7/18 charged from 90 duration 3 min (charge level did not increment) 7/19 charged from 40-90 duration 45 min 7/19 charged from 90% duration 8min (charge level did not increment) 7/22 charged from 40-80% duration 19 min 7/22 charged from 80-90 duration 17min the coupling status on the tablet showed excellent. Ins was charged at 90%. Rep to attempt recharging with patient. Rep reported it took only 12 minutes for the battery to complete charge and show 100%. Cause was unknown and issue was resolved.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative (rep) concerning patient with an implantable neurostimulator (ins). It was reported that over the last week the patient has not been able to charge above 90%. The caller indicated that it was charging up to 100% but recently has not been charging all the way to 100%. The manufacturer representative (rep) would follow-up with the patient. No patient symptoms were reported. See related pe (B)(4) for information related to similar issue, different patient.